Event description:
Consumer purchased the soft picks original. They have used several and each time little pieces of the plastic tip came off in their mouth.

Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.